Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak (pvl) is a known potential complication associated with the tavr procedure. Pvl can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case the exact cause of the event is unknown however; patient (moderate annular and root calcification) and procedural factors (including fair coaxial alignment of the delivery system) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards sales territory manager, the first 26mm sapien valve was positioned in a normal fashion, however during deployment the valve moved aortic and was deployed in an 80:20 aortic position. The post deployment echocardiogram (tee) showed a moderate paravalvular leak (pvl) and the valve was post-dilated however this was not successful. A second 26mm sapien valve was then deployed several mm lower than the first sapien and the pv leak reduced to mild. The patient was noted to have remained stable throughout the procedure. Additional information indicated the patient did not have severe ventricular septal hypertrophy, the ejection fraction was 55%, the patient¿s aortic valve and root were moderately calcified, and the patient had moderate mitral annular calcification (mac). In addition, balloon inflation was held for more than 3 seconds and there was no loss of pacing capture during deployment. The coaxial alignment of the delivery device system and valve was noted to be fair and the iia was unknown. The physician and the edwards territory manager had an opportunity to review the case after the procedure and noted that they believed the delivery system jumped aortic as the valve was being deployed.